Manufacturer narrative:
Unable to prime during prime/compromised force sensor system alarm test and motor error alarmed during basic occlusion test due to faulty force sensor resistor. Unable to confirm excessive no delivery alarms due to prime anomaly. Motor tested ok. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the insulin pump alarmed multiple motor error alarms. Customer had high blood glucose of 465 mg/dl. Customer had an x-ray scan. Device was able to rewind. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.